Event description:
Boston scientific received information that this product was part of a system revision due to infection. Subsequently, this pacemaker was used as an external temporay pacing device. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.